Manufacturer narrative:
Reported event: an event regarding a scorpio baseplate loosening was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient had x-rays taken that showed a potential loosening of the tibial implants allowing a varus alignment of the right knee. The surgeon determined that the tibial implants needed to be revised. The bone was prepared according to the operative technique outlined for scorpio ts implants. Tibial scorpio ts implants were trialed and then implanted once the surgeon approved the proper functionality of the knee had been restored.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient had x-rays taken that showed a potential loosening of the tibial implants allowing a varus alignment of the right knee. The surgeon determined that the tibial implants needed to be revised. The bone was prepared according to the operative technique outlined for scorpio ts implants. Tibial scorpio ts implants were trialed and then implanted once the surgeon approved the proper functionality of the knee had been restored.